Event description:
Conclusion of the cec (clinical events committee) following adjudication of the adverse event: infection - no device relationship. Appears that this was not crbsi based on negative blood cultures before vancomycin.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device remains implanted; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Study (B)(6): the nexsite device was successfully placed on (B)(6) 2017. At the patient's one month review, it was noted that a potential crbsi had occurred - the patient experienced fever and chills. Two sets of central bloods were negative. No action was taken with the study device and treatment for the event included vancomycin and tylenol. The event had resolved by (B)(6) 2017.